Event description:
The customer's niece reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. The niece stated that the customer woke up from a nap around 3:30 pm on (B)(6) 2018. The niece tested the customer's blood glucose and received a result of 168 mg/dl on his aviva system at 4:08 pm. At the time of this reading the patient experienced hypoglycemic symptoms and seemed confused. At around 5:00 pm the niece called the emt's, and was instructed not to attempt to treat the patient. The emt's arrived within 5-10 minutes. The blood glucose result and treatment provided by the emt's was unknown. The patient was transported to the hospital. Upon arrival at the hospital at 5:30 pm, the customer received a low blood glucose result, but the exact reading could not be provided. The hospital treated the customer with an unknown IV. The patient was hospitalized from 5:45 pm (B)(6) 2018, to around 1:00 am (B)(6)2018. Return of the suspect device was requested for evaluation.